Event description:
This (B)(6) year old male patient has a history of three prior sternotomies for left ventricular outflow tract obstruction. History of repaired coarctation of the aorta in infancy, subaortic membrane resection in 2014 followed by tissue mitral valve replacement (mvr) and aortic valve replacement (avr) with root enlargement. Intraoperative echo during the valve-in-valve procedure revealed patient had severe aortic stenosis and no focal wall motion abnormalities. There was no other significant valvular pathology. There was no reported complications. The patient was reported to be in stable condition post-operatively and discharged in stable condition.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent valve-in-vale to treat his bioprosthetic aortic valve after an implant duration of two years and eight months. An edwards transcatheter valve was successfully implanted in the aortic position. It was reported that the patient was stable post-operatively.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.